Event description:
It was reported the insulin pump was exposed to an MRI. Customer declined to provide blood glucose level. No further information reported.

Manufacturer narrative:
The insulin pump failed the displacement test, with 162.7 units left on the status screen, and alarmed for a motor error during the rewind due to an out of phase motor encoder signal. The insulin pump was received with a cracked reservoir tube lip, minor scratches on the display window, a scratched case, scratched keypad overlay and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.